Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to clean all windows. Ccc checked the system check limits, and the maximum delta value for photometer 293 was set too high, causing the system check to pass instead of failing. The value was adjusted. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the photometer 293 filter, after which readings were still elevated. The cse replaced the filter and lamp, cleaned windows, aligned the photometer and ran a system check, which failed. Siemens is investigating this issue.

Event description:
The operator of a dimension exl with lm instrument stated that a system check which should have failed, passed testing, while readings obtained on photometer 293 filter were high. Patient samples were run for an unknown period of time while readings were high. It is unknown if discordant results were obtained or if repeat testing was performed. There are no known reports of patient intervention or adverse health consequences due to the high readings obtained on photometer 293 filter.

Manufacturer narrative:
The initial MDR 1226181-2015-00461 was filed on august 19, 2015. Additional information (09/28/2015): a siemens customer service engineer (cse) was dispatched to the customer site. The cse resolved the issue by replacing the photometer home sensor. The instrument is performing according to specifications. No further evaluation of the device is required.